Event description:
In situ testing show affected channels after several falls in the past. The mother, however, reported that she had noticed a worsening in the user's auditory performance after the falls. Further technical checks and medical intervention are considered.

Manufacturer narrative:
Additional information: based on the currently available information, a damage to the active electrode due to excessive mechanical stress, caused due to the reported trauma, appears very likely. However, to determine an exact root cause device investigation would be necessary. Further technical checks are considered but no date has been scheduled yet.

Event description:
The user suffers from an enlarged vestibular aqueduct syndrome (mondini). Due to several falls in the past, in situ measurements may indicate a device malfunction. Further technical checks and medical intervention are considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.